Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was dizzy, shaking, confused and was pale somedays after the sensor was put on the arm. The patient's son called an ambulance and she was sent to the emergency room (ER). In the ER, the fingerstick showed 356 mg/dl while the dexcom app displayed egv 54 with mg/dl an urgent low alert. The nurse gave novolog flex pen the patient is using. The patient stayed at the ER for about 12 hours. Currently, the patient is feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.